Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified three curved openings and flat creases. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identified three openings striated. Based on the device analysis the final assessment is: three openings striated in the side radius/anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device remains implanted.

Event description:
The device has been explanted.